Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain. On (B)(6) 2016 it was reported that the patient was admitted on (B)(6) 2014 for a post-operative infection from insertion of the pain pump. The drug in the pump, the patient's other medications/pertinent medical history, the onset date of the infection, patient symptoms, diagnostics performed, actions/interventions taken, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.